Event description:
A customer reported damage to the pump housing and the area surrounding the usb port, although this did not affect the pump's ability to charge. The screws could no longer ensure the pump was watertight, likely due to normal wear and tear. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer about receiving a new pump with updated software. The customer was instructed to return the problematic pump using a pre-paid label and put it into storage mode before returning it. The customer will continue to use the current pump.